Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left-side "deflated". Healthcare professional later also reported "hole in valve". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as cracked valve seat diaphragm valve. Observed an opening assessed as surgical damage. Valve leak and/or damage: observed. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left-side "deflated". Healthcare professional later also reported "hole in valve". Device was explanted.